Event description:
I became interested in a device called tms. It stands for transcranial magnetic stimulation. It is advertised for various different maladies but the majority of them being mental health disorders and/or neurological disorders. I had a little bit of ocd at the time mostly being mild but sometimes could be considered moderate at times. But at the time exercise, meditation, diet helped a lot to keep my symptoms under control. So anyways I was told of this so called "treatment" by a family friend and she kept mentioning it as something that can help with ocd. I then contacted the manufacturer brainsway and some sales rep pushed the product on me even further touting its various different benefits, saying it was drug free, natural, no side effects, etc. I even then did my own (B)(6) and found nothing negative about it. She mentioned to just simply try it once and see how I feel. There was a tms clinic somewhat nearby my residence and even the coordinator over there same exact thing no side effects, it will rewire your brain, etc., etc. So from all the research I did at the time and the things people were telling me I assumed this was a harmless product that will help me live a better life. So I went ahead and scheduled my first so called "treatment." Before I can even do the treatment, there is something called a "mapping" session. Essentially what this mapping session does is they try to see what regions of your brain are active/under-active and try to establish somewhat of a treatment protocol. They ran the machine and had trouble making my fingers and/or toes move. This was already a red flag in my mind and I was already thinking this is some sort of electroshock treatment. I then "tried out" the first treatment the next day where my suspicions were confirmed. They put a cap on top of my head, proceed to put the device on top of my head and then "ran" the treatment for 15 mins or so. It was an interval where I was at rest for a min or two and then a jolting sensation for perhaps 15-30 seconds. After I realized what this was I knew I wasn't going back to the clinic as I'm not a fan of having my brain jolted like that. The staff were nice and all and I left with a paranoia thinking something may have been done to my mind. I tried to just tell myself simply one treatment isn't going to do anything and just simply don't go back maybe I'll be ok. Things went well for most of the following day, but I realized later on that night I was having a hard time sleeping and my mind was racing more than usual. I just knew something definitely happened at that point. The following days I started experiencing different symptoms like short term memory loss, vertigo, depersonalization, increased anxiety/agitation, worsening of my ocd symptoms, and odd pressure in my brain as if though something became disconnected or something. I called the clinic up and they just simply said sorry I'll tell our manager which I highly doubt they did. I called them up again maybe a couple months later and they didn't really tell me anything of value simply just telling me to go see a neurologist. I called one more time and no one really picked up the phone. Up to this current date it's been about three years, although I've noticed slight improvements in my symptoms from the tms damage I am yet to reach some sort of solution or cure to the brain damage this device has left me with. I do a little bit of research everyday to figure out exactly what can I do about this situation. Whoever is reading this I hope you have an open mind and you simply take this product off the market as this thing has really been hell for me. I hope you have a nice day and regards. FDA safety report ID # (B)(4).